Event description:
It was reported that during implant surgery, high impedance was observed. The surgeon checked the electrode connection to nerve, removed and reinserted the pin fully, and irrigated but high impedance was still seen after each troubleshooting attempt. The surgeon reportedly inspected the lead and noticed it was defective with an unusual bend. The surgeon decided to use a new lead, and the impedance was within normal limits afterwards. The damaged lead was received, and product analysis is underway. No other relevant information has been received to date.